Event description:
The user facility reported that the involved angio-seal device was used post left superficial femoral artery (sfa), at, percutaneous transluminal (pt) atherectomy and balloon angioplasty. A 6 french 45cm destination sheath was in place in the right groin. The sheath exchanged over an .035 guidewire advantage for the angio-seal 6 french sheath without difficulty. The angio-seal device was inserted, snapped together, and rear-locked. The system was pulled back and entire system came out with no visible anchor, tamper tube, or system. Manual pressure was applied for hemostasis. The patient was transferred to recovery and complained of pain/pressure to the right groin. A large hematoma was noted, and the patient was taken back to procedure room for a re-look. Left groin access was obtained, an angio was performed and perforation at the right groin puncture site was noted. A covered graft stent was placed to seal. Left groin site was closed with an 8 french angio-seal device successfully. The patient was transferred via ambulance to the nearest emergency room (ER) for follow-up, lab work, and a computerized tomography (CT) scan. The patient was in stable condition. The event occurred intra-operative. The estimated blood loss was greater than 250cc's. The procedure outcome was successful.

Manufacturer narrative:
Implanted date: device was not explanted. Explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for pullout since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).